Event description:
It was reported the patient had an infection and the patient had his stitches out (B)(6) 2014 and it was ¿leaking at the long term care facility¿ where the patient lived. It was noted the patient was started on antibiotics on (B)(6) 2014 and on the morning of this report "they must have looked at him and decided it was infected.¿ it was further reported that the distal part of the catheter seemed to be infected and the healthcare provider (hcp) was going to remove that part of the catheter and was considering leaving the pump segment, tying the catheter off, and running the pump at minimum rate mode. It was noted they may decide to remove the entire system depending on whether or not the infection had spread. The pump was being used to deliver lioresal. Additional information received reported it was unknown if a culture was taken and the infection appeared to be in or near the lumbar incision. It was further reported the pump and catheter were removed (unknown date) and there was no update on the patient¿s condition. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).